Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 to address pain at the anchor sites. During the procedure, the anchors were not able to be removed from leads. Therefore, the anchors and leads were all explanted and replaced with new ones. Therapy was restored post-op.